Event description:
The reporter stated that a pt was admitted to the emergency room on two separate occasions for transient ischemic attacks (tia's), and that the suspect device may have contributed to the attacks. The reporter stated that in a comparison test (timing of test administraton unk), the suspect device gave a prothrombin time of 2.98 (inr) and an unk hosp laboratory device gave a prothrombin time of 1.3 (inr). The pt's coumadin dosage was adjusted based on the result. The reporter further stated that results obtained in a correlation study between the suspect device and an unk hosp device were unacceptable. Results were not provided to the MFR.